Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock as well as storage of a separate untreated episode. Review of the stored episodes noted oversensing occurred in the presence of small signal amplitude r-wave measurements. Technical services (ts) discussed the option of performing treadmill testing and discussed the potential of limited programming options based on the patient's small signal amplitude r-wave measurements. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this s-ICD delivered an additional inappropriate shock while the patient was laying down. Review of the stored episode noted the morphology appeared suggestive of a rate dependent bundle branch block or aberrant conduction at higher heart rates. The patient was seen for an exercise stress test (est). Est was unable to reproduce the morphology from the treated episode. The physician planned to reprogram the sensing vector and send the patient home with a holter monitor to observe for the morphology changes. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This s-ICD was part of a system explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. This device was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock as well as storage of a separate untreated episode. Review of the stored episodes noted oversensing occurred in the presence of small signal amplitude r-wave measurements. Technical services (ts) discussed the option of performing treadmill testing and discussed the potential of limited programming options based on the patient's small signal amplitude r-wave measurements. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock as well as storage of a separate untreated episode. Review of the stored episodes noted oversensing occurred in the presence of small signal amplitude r-wave measurements. Technical services (ts) discussed the option of performing treadmill testing and discussed the potential of limited programming options based on the patient's small signal amplitude r-wave measurements. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this s-ICD delivered an additional inappropriate shock while the patient was laying down. Review of the stored episode noted the morphology appeared suggestive of a rate dependent bundle branch block or aberrant conduction at higher heart rates. The patient was seen for an exercise stress test (est). Est was unable to reproduce the morphology from the treated episode. The physician planned to reprogram the sensing vector and send the patient home with a holter monitor to observe for the morphology changes. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.